Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. User facility medwatch report number: (B)(4).

Event description:
User facility medwatch report number: (B)(4) received that states: "failed perclose resulting in bleeding (multiple events) what problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) ;" follow up with the account was attempted but no additional information was received.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.